Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be in used condition, and a broken battery compartment. Upstream and downstream occlusion alarms were found in the event history log. Functional testing was unable to duplicate the reported problem; however, there were errors found in the ehl. It was determined that the degraded dso sensor and battery compartment were the root causes. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's battery compartment overheated (insulation melted around lid), the device also exhibited a "cassette not attached" error. No adverse patient effects were reported by the customer.